Event description:
It was reported that poly was cracked, stryker rep unsure if trauma or not. The patient was revised to remove the poly.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.